Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The patient was moved to recovery, and was coughing a lot after surgery. After a few hours the medical staff found that the incision was opened. A second procedure was indicated to close the fascia. Another like device was used to complete the procedure. The patient was then released home healthy after a few days. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an anterior resection procedure on unknown date and suture was used continuous on fascia. A second procedure was performed at the same day of the initial procedure. It was also reported that the patient was released home healthy after a few days.